Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumer states the shower chair, when she sits on it, the legs splay outward as if its going to collapse.